Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: patient: the diagnosis and indication for the index surgical procedure: aaa; if an autopsy has been performed or planned, may we have a copy of the autopsy report when its available: the autopsy was performed, however details were not provided. We were provided only information regarding suture breakage; may we have a copy of the operative report ? We couldnt get it. Procedure: initial procedure date - (B)(6) 2016; were 2 sizes of suture used on this patient (4-0 and 6-0 prolene): the possible lot number, jdj600, is misinformation. It was used only 4-0 prolene; what tissue location of the placement of 8581 (4-0 prolene) suture: it was used to rebuild the aorta with a synthetic graft; what tissue location of the placement of 8806 (6-0 prolene) suture: the 6-0 prolene was not used in the procedure. The lot number which was provided from the hospital was wrong number. This hospital doesnt purchase 8806; were both suture sizes placed continuous: it was used only 4-0 prolene. It was definite that the 4-0 prolene was placed continuous in initial procedure. But it is unknown whether the additional suturing was placed continuous or interrupted; which great vessel was the suture used: probably abdominal aorta, because the diagnosis was aaa; please describe suture condition post op: in re-operation, the surgeon checked the suture was not broken; what was the location of the bleeding site (which suture was used): the anastomosis site (the suture was used); was any suture breakage observed: in re-operation, the surgeon checked the suture was not broken; what was used to fix and reinforce the bleeding site: additional suturing using 4-0 prolene; product: will the actual product used in the surgery be returned for analysis: no; will any un-opened sutures from the same lot be returned for evaluation: no; did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re-operation/autopsy: in re-operation, the surgeon checked the suture was not broken. However, the suture breakage was observed in the anomaly. It was not clear that the broken suture was used in the initial surgery or in the re-operation. This is the highly sensitive issue for the hospital, so we cannot get the information any more.

Event description:
It was reported that the patient underwent a re-operation on (B)(6) 2016 due to bleeding at anastomosis site after great vessel repair procedure on (B)(6) 2016, and additional suture was used on abdominal aorta to fix and reinforce the bleeding site. It is unknown if the suture was placed continuous or interrupted. However, after the reoperation, re-bleeding was found on the ICU floor. Due to a delay in finding the re-bleeding, the patient died. It was also reported that the time of death was unknown. During a post-mortem autopsy, it was found that there had been a suture breakage in the suturing site. The doctor opined that causal relationship with suture cannot be excluded. It was also reported that the suture breakage was observed in the anomaly and it was not clear that the broken suture was used in the surgery (B)(6) 2016 or in the re-operation (B)(6) 2016.

Manufacturer narrative:
Only a picture of the sample was received for analysis. Upon visual inspection of the picture, two pieces of a strand with thirteen clips set in dry ice that appears to be damage could be observed. However, no conclusion could be reached as the device was not returned for analysis. Unfortunately the photos do not provide enough evidence to determine root cause of the damage.